Event description:
The facility reported a colleague infusion pump with a failure code of 804:26. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the biomed service department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 804:26 was confirmed but not reproduced during product evaluation. This condition was caused by software failure. However, since this condition was not reproduced, no repair was necessary to correct the reported condition. Additional information: this device is a remediated colleague pump with a user interface module software version of 6.13.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.